Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during the month of (B)(6) intermittent occurrences during dialysis sessions where attending clinicians were removing/replacing tego connectors due to "blood leakages and torn membranes". This was occurring during first session and second sessions. There were no reported adverse patient consequences.